Event description:
Health professional reported that there was an explanted device in their possession that needed to be returned. No additional info was provided. Further f/u with the health professional noted "port explant due to leak."

Manufacturer narrative:
(B)(4). Visual exam of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."